Manufacturer narrative:
(B)(4). One used lf1537 was received for evaluation and visual inspection found the body weld split in the back of the instrument near the switch. The customer reported that the jaws locked and could not be opened. The reported condition was confirmed. The instrument was received with the jaws closed and the latch could not be released. Investigation found that the body weld had cracked open causing the trigger and latch to jam. Inspection of the body weld showed evidence within the energy directors that the instrument had been welded sufficiently in manufacturing. The weld most likely broke due to excessive force placed on the instrument. The investigation identified the root cause of the reported event to be attributed to rough handling by the user. Manufacturing non-conformances were reviewed and no entries pertinent to the customer's report were noted.

Event description:
The customer reported that during a crs procedure device couldn't be opened. The device was clamped on the tissue at the time and the tissue was removed by resection. A new device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.